Event description:
It was reported that the remote transmission triggered alert for device in backup mode. Therapies were on. Device was brought out of the backup mode. Device remains implanted. The patient was stable.

Event description:
Additional information received notes that the implantable cardioverter defibrillator was restored out of backup mode. The patient condition was stable before, during, and after.